Event description:
Caller reported that the t: slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter and trying different wall adapters and cables. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.